Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2018. It was reported that the implant had moved 3 inches already. It was noted that the patient had to hit their bolus every 3 hours, that's how much pain they were in. It was noted that it had been bad. It was further noted that the patient had problems paying for pump refills, and was fully disabled. The patient reportedly had an accident in 2012 and had 2 surgeries. It was noted that the patient crashed during surgery, stopped breathing, and woke up in the intensive care unit (ICU) sick as a dog. The patient had a whole day that was gone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal dilaudid via an implantable pump for non-malignant pain. When asked for the dose and concentration, the patient stated "5 something mg". It was reported that the personal therapy manager (ptm) displayed the poor communication screen/icon. They attempted to use the ptm without the antenna. The patient was having problems getting boluses. A lot of times, the ptm said it was not connecting. This had been going on ¿from the beginning and had gotten worse¿. It was clarified that the event date of the ptm not connecting/communicating with the pump was (B)(6) 2017. The patient did not have an antenna. The healthcare provider (hcp) had problems getting the ptm programmed as well; the ptm was not getting a signal. It was noted that the pump moved. The patient did not use an antenna. The ptm had not been dropped or gotten wet. The patient was using (B)(6) aaa alkaline batteries. The patient was supposed to get a bolus every 3 hours. The patient did not get a connection, and it added time to her bolus interval. An example was given; the patient was getting locked out for 4 hours and 20 mins. The patient was supposed to get 8 boluses/day (3 hours apart). The patient did not know what her rolling clock was set to. The patient recently had her pump filled. The patient asked the hcp about the lock outs, but the hcp ¿did not know¿. No out of box failure was reported. There was no allegation of a medical or therapy problem related to smalls parts. The patient was hurting on (B)(6) 2017 and was not able to give herself a bolus. The device manufacturer repair department was alerted of the issue. The patient wanted an antenna. No additional patient harm was reported. The patient was ¿trying to send back the ptm that did not work¿. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that patient recently went to the healthcare professional on friday to up the medication in the pump and used it later in the afternoon, then she went to use it again and said some ridiculous thing like she had to wait 4 hours but she should be able get one every 3". Patient confirmed this issue started friday after the refill. Patient said she got 2 boluses yesterday successfully. Patient didn't think bolus lockouts were the reason for this, and didn't think uplink error was a possibility. Patient said since last september the hcps were aware of pump started moving. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4): product type: programmer, patient, product ID: 37092: product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicated that the patient was receiving fentanyl at an unknown concentration and dose via an implantable infusion pump. It was reported that the pump had moved in (B)(4) 2018, it was pushing into her groin, lungs and intestines, and surgery was performed in (B)(6) 2018 to do the pump being hard to reach with the personal therapy manager (ptm). No further complications have been reported as a result of this event.